Manufacturer narrative:
One device was received for evaluation for the complaint that an alarm occlusion and preventive maintenance. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the display glass is broken and dso seal is bubbled up. The customer issue was confirmed. The reported issue was confirmed by the technician, and the device has been submitted for functional and delivery testing.

Event description:
It was reported an alarm occlusion and preventive maintenance. There was no patient involvement.